Manufacturer narrative:
Device has been received but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: inflation lumen broke while being inflated. No pt injury reported.